Event description:
Healthcare professional reported that the patient received treatment on the bra line, anterior and exterior area, with Curve 150 and Curve 80 applicators for a CoolSculpting Elite System, following treatments performed on (b)(6) 2026. The patient was concerned about developing lumps in the treatment area. Also, the patient is tender, with bruising and swelling, and symptoms have gotten worse. The area is abnormal, enlarged, stiff, and discoloration is noticeable. It is very nodule-like, in the shape of the applicator, and it was noted that she has a post-inflammatory response, a couple of days after treatment.

Manufacturer narrative:
According to the CoolSculpting User Manual, under Rare Adverse Events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient. A supplemental report will be submitted if and when additional information is obtained.